Event description:
It was reported that caller experienced large air bubbles in tandem mobi cartridge during pumping, which affected delivery. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by disconnecting pump from infusion site, completing tubing fill, and then resuming insulin delivery, and no additional information was received regarding further actions by technical support. Cts to replace pump. Customer will continue to use current pump.